Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, stiffness, scar tissue and limited range of motion approximately fifteen (15) months post-operatively. All components were removed and replaced. Attempts have been made, however, no additional information is available at this time.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and stiffness approximately fifteen (15) months post-operatively. All components were removed and replaced. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-00481, 0001822565-2021-01264, 0001822565-2021-01265.

Manufacturer narrative:
(B)(4). Unknown femoral component catalog #: ni lot #: ni, unknown articular surface catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address tibial component loosening approximately fifteen (15) months post-operatively. Attempts have been made, however, no additional information is available at this time.